Event description:
Per the audiologist, the patient heard a "crackling" and then had no sound with the cochlear implant system. Testing at the clinic of the sound processing equipment showed they were functioning properly. Results of an integrity tests done in 2008 showed the cochlear implant system was not functioning. Reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.